Event description:
Physician was using a pituitary rongeur, and the grabber piece broke off, the tip into the patient's back and physician was unable to retrieve. It is between bone and ligament. Not safe to poke around without getting into a life threatening situation. There is no concern about migration.